Manufacturer narrative:
(B)(6). The device lot number was not provided; therefore a DHR review could not be conducted. One piece of actual sample was returned but only funnel part available for investigation. Based on the complaint description, it was reported that happened in a child care department whilst washing the child, the funnel of the catheter broke. Review on the returned portion reveals remaining shaft inside the funnel in which suggesting that the tube was once well attached to the funnel. However, further investigation could not be conducted to identify the actual problem since the sample returned was incomplete. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper, or excessive force applied during catheter removal. Such strength may exceed the standard requirement of catheter strength and render catheter to be detached or break. Nevertheless, as part of our initiative, positive released test was implemented at injection molding process. As per spm-a51-002, maximum of 8 pieces of catheter from each batch were tested using weight load during start and stop of injection moulding process. 0.75kg load (for catheter size ch6-ch10) and 1kg load (for size ch12 and above) will be tested as per bs en iso20696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Conclusion : catheter broke or detached may due to several reasons. Review on the returned portion reveals remaining shaft inside the funnel in which suggesting that the tube was once well attached to the funnel. Since the catheter returned was incomplete, further investigation could not be conducted to identify the actual problem. Therefore, this complaint could not be confirmed.

Event description:
Happened in a child care department. Whilst washing the child, the funnel of the catheter broke. Urine flew out of the catheter. The balloon self-deflated and we removed the catheter. Information about the consequence for the patient were not provided by the staff. Additional information: there was no consequence for the patient. We just re-catheterized the patient. It is unknown how long the catheter was in use. The lot number is unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Happened in a child care department. Whilst washing the child, the funnel of the catheter broke. Urine flew out of the catheter. The balloon self-deflated and we removed the catheter. Information about the consequence for the patient were not provided by the staff. Additional information: there was no consequence for the patient. We just re-catheterized the patient. It is unknown how long the catheter was in use. The lot number is unknown.